Manufacturer narrative:
Product is an instrument and is not implantable. Request have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In early 2009, the sales representative reported that the hex tip of the screwdriver sheared off while implanting a screw. No fragments appeared on the x-ray. Screw still has piece of hex in tulip head. Additional information received on 21 jan 2009 via telephone, the sales representative reported that the surgery date was the day prior to original date. During surgery, the resident had prepared the hole for screw placement. When the resident was implanting the screw, he hit the facet and that is when the driver tip, distal end, cracked off. The resident retrieved all the fragments from the driver out of the wound and the screw was explanted. The screw was explanted and another screw was implanted with the use of the other driver that is in the kit. Use of the fluoroscopy verified there were no additional fragments in the wound. There was a 45 minute surgical delay.